Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dream station auto CPAP device's sound abatement foam. The patient alleges burning sensation inside the nose as well as the water in the humidifier being scalding hot and the device is overheating. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleges burning sensation inside the nose as well as the water in the humidifier being scalding hot and the device is overheating. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed the following from an internal and external inspection: unknown white contamination (dust-like), at the air inlet of the blower box, in the iso port (international organization of standardization), on top and bottom of the blower motor, and the blower motor seal. Unknown black specks of contamination in the bottom enclosure (inconsistent with degraded sound abatement foam). The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There are no functionality failures of the device, which suggests that the source of contamination was most likely external to the device. The manufacturer was unable to confirm the complaint. Customer¿s humidifier not returned. Manufacturer was unable to get care orchestrator information from device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and unit got scrapped and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Device evaluation has been updated on 13.05.2025 and following information have been updated in this report: in box c: device serviced by 3rdp, device avail. For eval, date returned in box e: reporting address state in box h: device eval. By mfg, problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid, remedial action init and recall (z) number.